Event description:
The customer reported obtaining non-reproducible troponin (accutni+3) results on the access unicel dxi 600 immunoassay system (sn (B)(4)). The customer stated that all elevated results are reflex tested. The initial sample resulted in an elevated result . The reflex generated higher result. The initial sample was run in a 13x75mm green tube and the customer noted no issues with sample quality. The sample was spun down for 3 minutes, although the customer did not know the speed. The customer reported the higher result outside the laboratory which was questioned by the physician. The sample was repeated on the same instrument and lower results were generated. Please refer to patient data table.

Manufacturer narrative:
The customer technical specialist (cts) suggested the customer to run a system check and precision to rule out possible hardware issues. All system parameters including quality control, calibration, system check and precision run were within assay/instrument specifications. After verifying performance by running a passing system check and precision run the customer stated no further concerns. In conclusion, the cause of the non-reproducible tnidx results cannot be determined with the information available. There is no indication that access accutni+3 reagent for use on the unicel dxi access immunoassay system was returned for evaluation.